Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was poor air and water supply due to foreign objects clogging the nozzle. Due to this clog, the air and water supply volume did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that water tightness was lost due to a crack on the up and down knob. It was also observed that the coating of the connecting tube was peeling due to handling. Also, discoloration and buckling was observed on the connecting tube due to a handling issue. It was observed that the plastic distal end cover had a dent. It was also observed that the adhesive on the bending section cover had a crack and a white-cloud area due to chemical or physical stress. Also, the adhesive around the objective lens and light guide lens had a white clouded area and was peeled due to chemical or physical stress. Additionally, the light guide lens had a crack. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. A wrinkle was observed on the connecting tube and on the universal cord due to chemical stress. It was observed that the shaft of switch 1 had detached causing the inability of the switch to press down smoothly, causing the switch to be misaligned. Also, switch 4 had wear due to handling. Lastly, scratches were observed on the following unit components due to handling: connecting tube, switch 3 and 5. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had poor air and water supply. There was no patient/user harm or injury reported due to the event.